Manufacturer narrative:
The customer reported that the staff reported that numerics on the bedside monitor (bsm) seem to jump up and down randomly, intermittently and not in tune with patient's condition. The staff reported it as glitching. The customer did not want to troubleshoot and asked that nk send someone to look at the issue as this is happening on two other monitors (tickets (B)(4)). The field engineer and the installer were both sent to the site and observed the monitors for a few hours, but did not see the issue. The engineer updated the software on this unit. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the staff reported that numerics on the bedside monitor (bsm) seem to jump up and down randomly, intermittently and not in tune with patient's condition. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the numerics on the bedside monitor (bsm) were jumping up and down randomly and were not in line with patient's condition. No patient harm or injury was reported. Investigation summary: the customer did not want to troubleshoot the issue and requested an on-site visit from nihon kohden (nk). A field engineer and the installer were sent to the site to investigate the issue further, who observed the monitors for a few hours. However, they were unable to duplicate, confirm, nor observe the reported issue. The engineer updated the software on the device, (bsm-3572a-q01, serial number (B)(6), and no further issues were reported. Nk was unable to confirm or determine the root cause of the reported issue. However, it is possible the issue could have been related to a software issue, as the software was updated as a preventative measure. There have been no issues reported since the software update. A review of the device and complaint history does not reveal a significant trend that would suggest any design or manufacturing issues nor warrant any further corrective action. In this case, our nk on-site team did not find any issues with the device and updated the software as a preventative measure. Trending will continue to be monitored for this device, incident issues and causes. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 03/18/2022 emailed the customer via microsoft outlook for all information in the ni list: no reply was received. Attempt # 2: 03/22/2022 emailed the customer via microsoft outlook for all information in the ni list: no reply was received. Attempt # 3: 03/24/2022 emailed the customer via microsoft outlook for all information in the ni list: no reply was received.

Event description:
The customer reported that the numerics on the bedside monitor (bsm) were jumping up and down randomly, and were not in line with patient's condition. There was no patient injury reported.